Event description:
It was reported to the co that the "mr" images of a different pt were stored in a CT examination. The worklist only shows the "CT" exam. When opening the pt data, the "CT" and "mr" images are displayed.